Manufacturer narrative:
During remote troubleshooting, baxter technician suggested the distributor's technician to replace the hydraulic unit and the four jack cylinders. The hydraulic unit was exchanged and the device checked for correct functionality. Then it was released for further use. The affected parts were sent for further investigation to the supplier. No loss of pressure in the hydraulic stamps were found and, therefore, the alleged event could not be reproduced. The hydraulic unit was working as intended. The root cause for the reported event could not be identified for sure. The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anesthesia through the actual surgery to recovery from anesthesia. The device was investigated thoroughly and the reported issue could not be replicated. No malfunction. Based on these findings, this complaint is not considered as a serious incident as no death or a serious deterioration in the state of health of a patient, user or third person is imaginable. Therefore, baxter does not consider this complaint reportable and no further action is required.

Event description:
Customer reported that after some time hydraulic stamps disengage. It was stated that usually only one stamp loose pressure and table will loose level and start moving on that one stamp. No harm or significant impact to the surgical procedure was reported.this report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported that after some time hydraulic stamps disengage. It was stated that usually only one stamp loose pressure and table will loose level and start moving on that one stamp. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.